Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) for questionable bolus advice and adverse event reported on 09/30/2016. (B)(6) for questionable bolus advice and product problem reported on 09/28/2016.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The patient was hospitalized for hypoglycemia. The patient's blood glucose level was 39 mg/dl and 63 mg/dl on an unknown meter at an unknown time. The mother of the patient tried to put sugar under the patient's tongue while they were still at home and she tried to administer glucagon to her son but she was unable to do it. The patient had symptoms of cephala, dizziness, and disorientation. The patient was transported to the hospital by the paramedics. The paramedics treated the patient with a half glucagon vial on the way to the hospital. The blood glucose result at the hospital was 71 mg/dl. It is unknown on what type of treatment was given to the patient at the hospital. The patient was hospitalized for two days. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.